Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that endoeye flex deflectable videoscope had a video image that was not displayed. The intended therapeutic procedure was completed with another similar device. The issue was found during reprocessing of the device. There was no patient harm associated with the event.

Manufacturer narrative:
E1: facility name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.